Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision; left; asr resurfacing; reason(s) for revision: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Asr revision. Left. Asr resurfacing. Reason(s) for revision: component loosening. Update - email received from file handler confirming that component loosening was not the reason for revision. Reason for rev was pain and component malalignment. See email dated 17th june 2015. - (B)(4). Reason(s) for revision:pain and component malalignment. Update 30 jun 2015: corrected revision date from (B)(6) 2015 to (B)(6) 2011 as stated on claimsuite. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update - email received from file handler confirming that component loosening was not the reason for revision. Reason for rev was pain and component malalignment. See email dated (B)(6) 2015.